Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp stated his tubing came out of the exit site so the hp had to go into clinic to have it reattached. The hp just powered the machine off. The hp needed to get the cassette out so the tsr cycled power on weight and assisted with the cassette removal. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the following: the transfer set separated from the catheter adapter and was replaced. The sample and lot number were not available and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 is not confirmed and the cause was not identified because there was no sample returned to baxter and the lot number was not provided.